Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.

Event description:
The event involved a 6.5" (17 cm) appx 1.2 ml, smallbore trifuse ext set w/3 microclave¿ clear, 0.2 micron filter, 2 check valves, 3 clamps, rotating luer where the customer reported that the filter on the three-way device, running amino acids, was found to be leaking. The filter was replaced the following day. There was unknown patient involvement; harm was not reported as a consequence of this event.

Manufacturer narrative:
Additional information: b5 was updated to clarify the new information received that there was patient involvement.

Event description:
The event involved a 6.5" (17 cm) appx 1.2 ml, smallbore trifuse ext set w/3 microclave¿ clear, 0.2 micron filter, 2 check valves, 3 clamps, rotating luer where the customer reported that the filter on the three way device, running amino acids, was found to be leaking. The filter was replaced the following day. There was patient involvement, but no harm was reported as a consequence of this event.